Manufacturer narrative:
Recharger model 37752 serial# (B)(4) extension model 7495-51 serial# (B)(4) implanted: (B)(6) 2000 explanted: unk lead model 3998 lot# l74873 implanted: (B)(6) 2000 explanted: unk.

Event description:
It was reported that the patient thought that recharging her implanted neurostimulator (ins) was inconvenient. The patient voluntarily replaced their ins with a non-rechargeable ins. If additional information becomes available, a follow-up report will be sent.